Event description:
It is reported that while the surgeon was using the retractor, the tip broke off. The tip was retained by operating room staff.

Manufacturer narrative:
Evaluation summary: the device was not returned, nor was the lot number of the device provided for a review of the manufacturing records. No harm to the patient was reported. With the information provided, a probable cause cannot be assigned to the complaint. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.